Event description:
I had essure permanent birth control implanted and since then I have been having menstruation cycles for 6 weeks, severe headaches, cramps, a uterine infection, back pain, nausea and severe bruising from implantation. My doctors kept telling me just give it time and my body will get used to it. It's not. I am consulting with a surgeon to remove this asap.